Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems: hl-90 complaint of broken tank was confirmed. Physical condition of device revealed in grave condition as many scratches and was described as dirty the tank walls were very dirty and yellow staining suggesting never cleaned. When tank was filled with water, it began to leak immediately. Cause broke tank cover. Acton taken to replacing the hole enclosure because saving was not possible any more. Repair summary: replace the enclosure, replace the o-rings and the pump elbow

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems: hl-90 has broken front cases of water reservoir. No injury or intervention.